Manufacturer narrative:
(B)(4).

Event description:
The customer complained of noise on the cobas 8000 cobas ise module. The customer also complained that results for ise indirect na for gen.2 (na) were high and results for ise indirect ci for gen.2 (cl) were low. The customer provided an example of erroneous na results where the initial result was 173.9 mmol/l and the repeat result on a different instrument was 142.5 mmol/l. The customer stated that "some of the wrong results" out of 800 samples were reported outside of the laboratory. No specific results were provided for these other patient samples. The customer stated similar events have occurred in the previous 12 months. Upon follow up, the customer stated that since the instrument auto releases results results, the only way she would know if incorrect results were reported outside of the laboratory would be if she were notified by someone indicating they received incorrect results. She has not been notified of any incorrect results. Based on the information provided, it is unclear whether erroneous results were reported outside of the laboratory. No adverse event occurred. The na lot number was v4725. The expiration date was not provided. The cl lot number was j2996. The expiration date was not provided. The field service engineer (fse) visited the customer site on (B)(4) 2017 and found that the degasser of the instrument was full of water. The degasser was drained and the waste nozzle was adjusted. Ise checks were performed x60. The customer performed calibration and quality controls with no alarms or errors. The fse was called back to the customer site on (B)(4) 2017 due to a misaligned sipper. The sipper was cleaned and re-aligned. Ise checks were performed and were acceptable. The customer stated the instrument is operating without any issues since the service visits.

Manufacturer narrative:
The investigation determined that the issue with the degasser found by the fse was the root cause of the event. The purpose of the degasser is to remove air from the lines. If the degasser is full of water, this function doesn't work and there is a high risk for air or air bubbles to be in the flow path which could result in noise alarms. The customer indicated the system is operating correctly with no further issues.